Manufacturer narrative:
One (1) used sample was returned without packaging. The sample was visually inspected per specification, and no defects were noted. The sample was leak tested per specification with passing results. The exact root cause of the reported incident was unable to be determined, as the sample met internal specifications. The batch record and our discrepancy management system database could not be reviewed as a lot number was not provided. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the pump set leaked chemotherapy during use. No injury reported.